Event description:
It was reported during a device change that the right ventricular (rv) lead exhibited unstable thresholds and intermittent loss of capture. The lead was capped and remains in the patient. A new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.